Event description:
A tandem mobi cartridge alarm was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. Although the caller struggled to reload the original cartridge, they successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.